Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, two kinks visible, no apparent leak. Problem noted 04/07/24, while in use in patient, PICC removed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter is confirmed and was determined to be use related. The product returned for evaluation was a 4fr single lumen powerpicc solo with a needleless injection cap. Usage residues were observed throughout the catheter. The catheter shaft exhibited two severe kinks at the 5cm and 7cm depth markings. Microscopic inspection of the catheter confirmed two kinks at the 5cm and 7cm depth markings. Both kinks exhibited wear marks and material deformation. The observed kinks in the catheter shaft were consistent with damage through flexural fatigue. Compression of the indwelling catheter shaft may have also contributed to the catheter kinking. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, two kinks visible, no apparent leak. Problem noted (B)(6) 2024, while in use in patient, PICC removed. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter 50cm. PICC inserted into brachial vein. Exit site marking of the PICC after placement 3cm. Then migrated out 2cm. Secured with statlock. Infusates were infused through the PICC: oncology treatment, gemcytobine, iron infusion, blood, there were no catheter interventions to address occlusions with this PICC. PICC leakage identifiedthrough kink seen, unable to aspirate then removed. PICC leakage occured 4 weeks after insertion. Catheter site cleaned with chloraprep 3ml during a dressing change. Additional comments: 14 % catheter to vein ratio.